Event description:
Procedure type: thoracic. According to the reporter: the needle broke in half during the case. Device fragment fell into the pt's cavity and was recovered and removed. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).